Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on sep 09, 2020. Visual analysis of the photographs identified device patch with lot number 2342384, catalog number 68-360, crease fold, wear abrasion and white biological tissue in the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side deflation. Device remains implanted.